Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 60 mg/dl with symptom of unsteadiness when standing and/or walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy with recent adjustment to basal rate by health care provider. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all bolus and basal deliveries were correct and as programed. No potential causes for bg issue was identified. The reported issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any atypical usage and no alarms or warnings related to the complaint was found. Last basal and bolus were delivered a day after the complaint date. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The reported history settings issue was not verified in the black box or duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.